Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and ovarian mass ("ovarian mass") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian mass (seriousness criterion medically significant), abdominal distension ("bloating"), menstrual disorder ("unusual periods"), vaginal haemorrhage ("excessive vaginal bleeding"), weight fluctuation ("weight fluctuations") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain lower, ovarian mass, abdominal distension, menstrual disorder, vaginal haemorrhage, weight fluctuation and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, menstrual disorder, ovarian mass, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results: hysterosalpingogram:essure coils were properly in place and that her fallopian tubes were occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("cramping"), genital haemorrhage ("unusual bleeding") and ovarian mass ("ovarian mass") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, menstruation irregular, abdominal pain, adnexal mass, flatulence, hemorrhagic ovarian cyst, ascites, swelling, ovarian cancer, anemia, uterine leiomyoma, gastroesophageal reflux disease, adnexa uteri mass, microcytic anemia, uterine fibroid, nausea, pelvic mass, retroperitoneal fibrosis, omentectomy, benign joint neoplasm, recto-sigmoidectomy, ureterolysis procedure, leiomyoma and paratubal cyst. Concomitant products included citalopram since (B)(6) 2018 for depression. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("head pain"). In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraine"). On an unknown date, the patient experienced ovarian mass (seriousness criterion medically significant), abdominal distension ("bloating"), menstrual disorder ("unusual periods"), vaginal haemorrhage ("excessive vaginal bleeding"), weight fluctuation ("weight fluctuations") and anaemia ("anemia"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingooophorectomy with omentectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage and migraine had resolved and the ovarian mass, abdominal distension, menstrual disorder, vaginal haemorrhage, weight fluctuation, anaemia and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, genital haemorrhage, headache, menstrual disorder, migraine, ovarian mass, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2009 on (B)(6) 2017, the patient underwent total abdominal hysterectomy and bilateral salpingooophorectomy with omentectomy and radical resection of pelvic tumor. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: findings: peritoneum: there is a large amount of ascites fine nodular implants are seen in the mid to lower abdominal mesenteric fat. Retroperitoneum; normal caliber of the abdominal aorta is noted. Non spacified filling defects are seen in the visualized right common femoral and superficial femoral veins and to a lesser extent the left common femoral and superficial femoral veins. Impression: 1. Left adnexal mass measuring 7.6 cm along with large amount of ascites and fine nodular implants in the mid to lower abdominal mesenteric fat. This concerning for gynecological malignancy with peritoneal metastases. 2. Filling defects in the visualized right common femoral and superficial femoral veins, and possibly within the left common femoral and superficial femoral veins. These may represent deep vein thrombus and venous doppler ultrasound is advised for further evaluation. Hysterosalpingogram - on (B)(6) 2009: essure coils were properly in place and that her fallopian tubes were occluded. There is normal opacification of the uterus. There is no opacification of the uterine tubes noting essure devices in place there is no peritoneal spillage. Impression: unopacified uterine tubes indicating apparently. Functional essure devices. Pathology test - on (B)(6) 2017: a. Left fallopian tube and ovary, salpingo-oophorectomy: - high grade ovarian carcinoma with transitional cell carcinoma differentiation. - tumor involves surface of ovary and extends into fallopian tube. B. Uterus with right fallopian tube and ovary, hysterectomy: - serosa - metastatic tumor deposits. - myometrium -leiomyomata. - endometrium - disordered proliferative pattern. - cervix - no histopathologic abnormality. - right fallopian tube - paratubal cysts. ¿ right ovary - metastatic carcinoma present. Benign hemorrhagic cysts. C. Rectosigmoid colon, segmental resection: ¿ metastatic ovarian carcinoma present on serosal surface. ¿ tumor does not invade colon mucosa. ¿ no metastatic tumor identified in eight lymph nodes (0/8). D. Omentum, resection: ¿ multiple metastatic deposits of ovarian carcinoma present. E. Sigmoid colon, segmental resection: ¿ tubular adenoma. ¿ no metastatic carcinoma present. ¿ full thickness anastomotic rings identified. Gross: sectioning of the ovary is grossly unremarkable. An intrauterine, silver metal, coiled contraceptive device is identified within the proximal aspect of the fallopian tube lumen.. Ultrasound pelvis - on (B)(6) 2017: impression: the uterus measures 7.4 x 4.7 x 4.3 cm. The endometrial stripe measures 9 mm, within normal limits. A 0.9 x 0.6 x 0.9 cm fibroid is identified at the fundus. Right ovary measures 1.5 x 1 x 0.8 cm. Doppler evaluation reveals flow. In the right ovary, a 0.8 x 0.6 x 0.6 cm complex cyst is seen with internal echoes, suggestive of hemorrhagic ovarian cyst. The left ovary cannot be clearly visualized. The left adnexa contains a 9.3 x 6.6 x 5.6 cm soft tissue echogenicity lesion with internal flow. Large ascites is seen in the pelvis, with some internal echoes, suggestive of blood product or proteinaceous content. The transvaginal ultrasound showed an amorphous slightly echogenic area in the left adnexal region measuring 9.3 x 7,3 x 4,8 cm initially this appeared to be a collection of bowel loops, however on review of the pelvic CT this correlates with the left adnexal mass described on the CT, with the other CT findings, this is likely a malignant ovarian neoplasm. Impression: ascites. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received : new events: unusual bleeding, migraines, pain and head pain were added. New reporters, plaintiffs information added. Concomitant conditions, drugs, historical conditions were added. Outcome for events were updated. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.